Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an infusion set leak. Bg was high and it was time to change his pump and when he went to give himself insulin, the insulin was leaking at the site. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident. Customer treated w/ the pump.